Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/14/201 a replacement computer was shipped to site. On 6/16/2017 a medtronic representative went to site to test the equipment. Representative reported that the central processing unit (cpu) was cycling power while no input was detected. The computer was replaced, monitor cable, loaded the software and a system checkout was performed after replacing the computer. System passed all tests and is working normally. The replaced monitor cable was unrelated to the reported issue. The suspect computer was received by manufacturer for evaluation. Medtronic personnel evaluated the returned computer and found that the computer was cycling power. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the navigation system was not powering on. No further information was provided regarding the reported issue. No patient was present at the time of the issue.